Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed occlusion testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for both upstream and downstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!", however the history log cannot be used to determine the pressure reading observed by the user at the time of alarm. Multiple events of "upstream occlusion!" Were also found however the history log cannot determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'occlusion test failed' was verified. The cause of the condition was not determined . No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.